Event description:
Rope came loose; rope was broken [device breakage] after making several attempts to remove it, trying to expel it; had to face the facts that I needed to "medical assistance" [foreign body in reproductive tract] case narrative: on 09-may-2024, a spontaneous report was received from a consumer regarding a 39-year-old female patient who was using playtex sport plastic, unscented (tampon, menstrual, unscented). Medical history and concomitant medications were not reported. On an unspecified date, the consumer started use of playtex sport plastic, unscented. On 08-may-2024 (reported as last night, relative to 09-may-2024), the consumer used a tampon for the night. On 09-may-2024, when she woke up, she went to take the tampon out and the "rope" came loose. After making several attempts to remove it, trying to expel it, taking a bath to try to relax, and doing squats, she had to face the facts that she needed to get medical assistance. She was able to reach the tampon, but since the "rope" was broken, she was not able to grab hold of it to bring it down. She was unable to be seen in a walk-in clinic near her, and was also unable to go to her family doctor's clinic. After almost 11 hours since the tampon was inserted, she was really starting to get stressed about the possibility of toxic shock. She went to her company medical clinic, however, the doctor refused to proceed. Eventually, one of the nurses with experience in gynecology agreed to remove it after it had been in for 12 hours. She felt that the experience was stressful and traumatic. She had to miss several hours of work in addition to having fears for her health and had to manage that situation alone. Tampons were her main method used, and playtex was the only brand she used. As of 09-may-2024, the status of product use was not reported. No additional information was provided.

Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis, product risk documentation, review of the DHR for the lot and supporting documentation. The investigation showed no issues present that would have contributed to this malfunction of tampon performance. The investigation revealed no issues requiring corrective action with the product manufactured.